Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Event description:
It was reported the device approached near elective replacement indicator. Four weeks later the device was found to be past eri. The device was explanted.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Rapid battery depletion was observed from eri to eol. The original battery was returned to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the rapid battery depletion.